Event description:
It was reported that the insulin pump alarmed an error. The customer also reports an unresponsive keypad and they are not able to rewind. The blood glucose reading was unknown. The customer was unable to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.